Event description:
It was reported that the patient's pump had been refilled 10 minutes prior to the call with 8mg/ml when the patient had previously been on 25mg/ml. A bridge bolus was not performed and the pump had not been updated with the 8mg/ml concentration at all. The reporter was walked through updating the pump concentration and dose, performing the bridge bolus, and confirming calculations. There was no patient issue reported. The pump was used to infuse bupivacaine and infumorph (morphine). No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)